Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed an alert for signal artifact monitoring feature disabled, ra lead high, out of range impedances and a lead safety switch. Also, over sensed noisy signals were observed at other episodes. The health care professional was going to follow-up with the clinic to troubleshoot with the patient. The system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed an alert for signal artifact monitoring feature disabled, ra lead high, out of range impedances and a lead safety switch. Also, over sensed noisy signals were observed at other episodes. The health care professional was going to follow-up with the clinic to troubleshoot with the patient. The pacemaker has been explanted and the ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed an alert for signal artifact monitoring feature disabled, ra lead high, out of range impedances and a lead safety switch. Also, over sensed noisy signals were observed at other episodes. The health care professional was going to follow-up with the clinic to troubleshoot with the patient. The system remains in service. No adverse patient effects were reported.